Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, it was stated that the patient had no complications post-procedure. The patient was verified to be over the age of 18. All other information is unknown and unavailable.